Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level of 23.5 mmol/l. Customer was treated with insulin pump. Customer was using auto mode. Customer had blood glucose level of 17.4 mmol/l. Customer was not alleging insulin pump for under delivering. Customer stated that the insulin pump passed high pressure test. Customer stated that the infusion set had air bubbles at quick release. Approximate size of air bubbles was one was less than 1 inch and another one is over 1 inch. The insulin pump will not be returned for analysis.